Manufacturer narrative:
Returned device was received in worn physical condition. There was noted waer and tear damage on the tank cover, front cover, and line cord. Additionally, there was a faulty float switch. During the evaluation of the device, it was found that even with enough fluid in the tank the alarm sounded. The cause was found to be the faulty float switch. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The reporter stated that "the unit had a sensor that alarmed when powered on."

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer alarms. No adverse effects were reported.